Event description:
This event of a possible allergic reaction was reported to align technology on (B)(6) 2008. Patient started using aligners for malocclusion on (B)(6) 2008. Within 12-24 hours the patient developed rash/hives all over her body. The orthodontist discontinued aligner treatment and the patient was prescribed oral steroids. No additional tests were done by the treating doctor.

Manufacturer narrative:
Method and conclusions: the case of a possible allergic reaction is being re-evaluated after two years after initial closure. The aligners were not evaluated because it is known that on rare occasion, aligners may cause allergic reaction in patients. This caution is also listed in the instructions for use. In this case, however, since aligners were not used again by the patient after the initial episode of getting rash all over her body, or any tests performed by her treating doctor, it can not be conclusively stated that the aligners lead to the allergic reaction.